Manufacturer narrative:
The product pertaining to this complaint was not returned, however, the lens was received and visual inspection shows the lens is torn in half and both haptics torn off into optic. There is clear and reddish surgical residue on the lens. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated, that the surgeon was inserting a 24.0 diopter three piece silicone lens and the lens felt tight in the cq cartridge and the lens hung up in the cartridge and tore upon insertion. The lens was cut up to be removed, so no incision enlargement or suture required. The cq cartridge-fp was not tested or approved for use with a silicone lens.